Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a mild dissection event occurred post-atherectomy. The lesion being treated was the left mid-sfa which was 80% stenotic, mildly calcified, and 4mm in length with 3 patent run-off vessels prior to therapy. The reference vessel diameter was 7.0mm. A 2.0, 30 micron, solid crown oad was spun at 160k rpms for one run (20 sec). The residual stenosis was 45%. A small dissection of the left sfa was noted and was resolved with angioplasty and stent placement. A 5.0/80mm fox plus balloon was inflated at 6atms for 60sec. The three run-off vessels remained patent. The residual stenosis was 40%. A 7.0x60mm cordis smart stent was placed and post-dilated to 12atms for 11secs. The residual stenosis was reduced to 0% post-pta and stent placement. The patient was discharged the next day. The patient remained asymptomatic at the 30-day follow-up exam. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #3 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).